Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025, with an afx2 bifurcated stent graft (bfg). It was reported that there were difficulties while attempting to deploy the ipsilateral limb of the afx2 bfg. When attempting to retract the inner core of the afx2 bfg delivery system, the inner core seemed to get stuck, preventing the nosecone from coming down and deploying the ipsilateral limb. The physician was able to retract the inner core and bring the nosecone down with the use of more force than is usually necessary. The afx2 bfg was ultimately deployed successfully, and the delivery device was then removed without issue, and there was no harm to the patient. It was revealed during review of the medical records that during the procedure the patient had stenosis with thrombosis resulting in poor blood outflow through the afx2 bfg and the left iliac limb. The physician elected to implant a gore stent graft (non-endologix) restoring blood flow. The final patient¿s status was reported as discharged to home.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. The clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative, stenosis/thrombosis (left common iliac artery stent and main body) and additional endovascular procedure (conversion to non endologix stent) are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. No procedure related harms were identified. The clinical evaluation also shows reasonable evidence to suggest prior to the index procedure, the patient had poor outflow that was noted due to embolic material extending from the aorta into the bilateral iliac arteries. This preexisting condition likely contributed to the reported event, anatomy related. The final patient status was reported as discharged to home with visiting nurse services on postoperative day 5. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device remains implanted.